Event description:
It was reported that following a laparoscopic low anterior resection the surgeon used cdh29a to do end-end anastomosis. For the first firing (with the first instrument), he found that the staple didn't form perfectly then the stapler line was leaked. So he decided to re-operate again by use one more chd29a and the result was not good again. The surgeon found some of staple did not form to b shape as he corrected in a little bottle for you. He had to suture over the area that the staple did not form. No patient consequences reported.

Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer - blemished. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.